Event description:
It was reported that the external pulse generator was returned for repair. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the main printed circuit board to be out of specification, one side bail cover and the battery drawer to be broken and the ring bent.